Manufacturer narrative:
(B)(4). Mfg. Site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 27, 2018 that a flexiva 200 laser fiber was used during a flexible urs procedure performed on (B)(6) 2018. Reportedly, the laser unit used was holmium:yag console with laser settings of .5 joules x 5 hertz. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber detached inside the patient and was retrieved using a basket. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.